Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing the peritoneum, the suture was disconnected from the needle and suture interface, causing the suture wound to split again, aggravating bleeding and prolonging the operation time.